Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument for the failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the large hem-o-lok clip applier instrument would not clamp the clip tightly enough to stay. The procedure was completed with no reports of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have broken input disks. Input disks 6 and 7 were found completely broken from the inside of the housing.